Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for crps and spinal pain indications. Caller contacted by pt today. When pt tried to charge ins yesterday, pt charged ins up to 40% and then saw a "terminated" message. At the time, the pt thought this was due to a low charge on her controller so pt charged controller without issue. Today, when pt tried to charge her ins, she was still getting a "terminated message on her screen and couldn't get past 40% even though pt appeared to be charging ins. Pt would also see "terminated" during the ins charging session as she had yesterday. Per caller there is no clear damage to the rtm or controller. Tss coached caller to have pt clean rtm pins and tap on controller to clear any debris and then call in next week if issue continues.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID 97745 serial# (B)(6) product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, pt said at first they were only able to get to 40% then see terminated, but now starting yesterday, they couldn't get charging to work at all. Pt later clarified they would keep losing connection, would see looking for device for a couple minutes then won't connect, or would still get "terminated". Pt didn't see any damage to rtm or controller port. Pt reset controller, cleaned connections and tried to start recharging again, but saw excellent for a second before "terminated" came up again. Pt entered passive recharge mode and with paddle over recharger (rtm) box, they got 96-96-96. Once pt moved the cord around, the numbers went to 62-62-96. A controller was requested.